Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff completed the procedure using endoscopy. Customer provided no further information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
Field service engineer (fse) investigated report that the generator console would not power up. Fse replaced the generator console, transferred the flash chip from the old console to the new console, programmed the console, and synced the console to the generator. Fse tested the system per service checklist and finding no problems, returned the unit to full service. 5/26/15: mfg finds the unit locks up because the fans for the cpu stops, causing the system to overheat.